Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports per recommendation of their dentist to stop treatment. Patient has mobility of #11 and needs to see an orthodontic specialist.